Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the physician had difficulty inserting the leads into the implantable cardioverter defibrillator. The set screws on the device were engaged too far in and would not allow the pins to fully sit in the header. The device was implanted and the patient was stable.